Event description:
Additional information was received that indicated high right ventricular (rv) lead pacing thresholds had also been noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine interrogation it was noted that the right ventricular (rv) lead exhibited high pacing thresholds. A chest x-ray was ordered to check the rv lead position. Additional information indicated that micro-dislodgement was noted and also patient never paces. Moreover, the physician thought that the patient might need a bi-ventricular in the future and at that time the rv lead might be difficult to extract. Hence, the physician opted to reposition the rv lead. The rv lead remains in service. No additional adverse patient effects were reported.